Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This complaint is confirmed as the threaded tip has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 323.042. Lot: 2804531. Manufacturing site: bettlach. Release to warehouse date: 02.dec.2011. The device history record shows this lot of 199 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process.,part: 323.042 lot: 2804531. Manufacturing site: bettlach. Release to warehouse date: 02.dec.2011. The device history record shows this lot of 199 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.,review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 323.042 lot: 2804531 manufacturing site: (B)(4). Release to warehouse date: december 2, 2011. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the complaint condition was confirmed as the threaded tip of the drill sleeve was observed to be broken. However, a definitive assignable root cause of cannot be determined based on the available image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the threaded head of drill guider was broken and the broken fragment fell off into the patients body. The surgeon found the broken fragment and removed it out of the patient. Removing the fragment took time, which prolonged the surgery. The patient was stable so far. This report involves one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).